Event description:
It has been found at rhode island hospital that the baxter spectrum iq battery modules (no 35223) have improperly sized clips to secure them to the back of the IV pumps to which they are attached. Due to missizing of the clips, the battery is loose and may lose contact with the power circuit of the pump. If this is to happen when the pump is operating solely on battery power (ie during transport), the pump will go into an improper shutdown, which means that due to the way the power was lost, the memory of the previous infusion at the time of shutdown is lost, causing clinicians to have to reprogram and restart the pumps. Multiple safety incidents are rhode island hospital have been reported involving these bad battery connections and have resulting in a variety of injuries and even a resuscitation. Baxter has no reported solution. Refer to additional documents in i2k.